Event description:
It was reported that revision surgery was performed..

Manufacturer narrative:
Manufacturer site has been updated to smith & nephew. No product, or additional information has been provided.